Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08730 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. There were no change battery fault (replace battery) alerts or off no power (replace battery now) alarms on or close to the event date, 7/17/2025, found in the pump history and pump diagnostic trace files. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 51 received the lowbatteryalert (104) on 6/26/2025 08:42 after more than 7 days at 11.76 days. Battery cycle 50 received the lowbatteryalert (104) on 6/14/2025 12:26 after more than 7 days at 12.12 days. Battery cycle 48 received the lowbatteryalert (104) on 6/02/2025 08:41 after more than 7 days at 12.88 days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, faded and peeling serial number label, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The complaint of unexplained replace battery now alarms is not confirmed. The pump history file lists eleven (11) boluses on the event date, 7/17/2025, listed below: 07/17/2025 08:18:20.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) 07/17/2025 10:27:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 7500 (0.75 u) bolusamountdelivered: 7500 (0.75 u) 07/17/2025 11:13:54.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 07/17/2025 12:26:02.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) 07/17/2025 12:27:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8500 (0.85 u) bolusamountdelivered: 8500 (0.85 u) 07/17/2025 14:29:45.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 4500 (0.45 u) bolusamountdelivered: 4500 (0.45 u) 07/17/2025 15:03:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 07/17/2025 17:00:44.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 07/17/2025 17:29:00.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 5000 (0.5 u) squarebolusamountprogrammed: 5000 (0.5 u) bolusamountdeliveredforthecurrentboluspart: 5000 (0.5 u) 07/17/2025 18:24:02.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 5000 (0.5 u) squarebolusamountprogrammed: 5000 (0.5 u) bolusamountdeliveredforthecurrentboluspart: 4500 (0.45 u) 07/17/2025 23:29:53.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u). Please see below for the daily total of all insulin delivered on the event date, 7/17/2025: 07/18/2025 00:00:00.000 dailytotals (60). Dailytotalcollectionstarttime: 07/17/2025 17:26:20.000. Dailytotalofallinsulindelivered: 15750 (1.575 u). Dailytotalofbasalinsulindelivered: 3750 (0.375 u). Dailytotalofbolusinsulindelivered: 12000 (1.2 u). There were no auto suspend events on the event date, 7/17/2025. Please see below for the user suspend on the event date, 7/17/2025: 07/17/2025 07:27:25 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). 07/17/2025 18:24:02 insulindeliverystopped reasonforinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of event was 2.1 mmol/l. The hypoglycemia was treated with glucose intake. The event involved product(s) mmt-1811. Troubleshooting was performed for hypoglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported an unexplained 'replace battery now' alarm. The customer alleged that the pump was possibly over-delivering the insulin, and the customer was fed a lot of carbohydrate to raise blood glucose level, but blood glucose levels continued to go down as if a large amount of insulin was being delivered.the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-1811.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.